Manufacturer narrative:
Product analysis #(B)(4), analysis information -- 2019-10-29 13:10:28 cst pli# 10, product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified dents on the outside surface of the pump. The dents did not affect the performance of the pump in the laboratory. Product ID: 8709sc, lot# n311621001, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Analysis of the pump identified no significant anomalies. Analysis identified impact dents on the exterior of the pump that did not affect post-explant pump performance. Analysis of the catheter no significant anomalies. Analysis identified a dried drug, blood, or foreign material occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n311621001, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient got her pump replaced and ever since the pump had not been working. Any environmental/external/patient factors that may have led or contributed to the issue were not reported. Pump was explanted. The healthcare professional (hcp) cut catheter past the connector to the pump. Left the spinal segment in patient and tied down in pocket. At the time of this report, the issue had resolved and patient status was alive-no injury. The explanted devices would be returned. No further complications were reported.